Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs confirmed that the console had significantly low signal not reliable. The console was returned and while running a pump, there was again low signal not reliable throughout the case. The root cause of the low signal low reliable while running pumps was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the aortic placement signal did not correlate with arterial line pressures. Motor current and flow remained within expected limits for the set p-level. The investigating engineer attributed the issue to the automated impella controller (aic). No patient harm was reported.